Event description:
A report was received that the trial patient had a lead pulled to terminate the trial due to the stimulation is painful for him.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e, serial #: (B)(4), description:trial linear 3-4 lead, 50cm.